Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Patients device was not able to be interrogated. Rep tried different programmers and all other troubleshooting methods. No light on the wand when placed over device. Recommended that he try interrogate it the next day in the hopes that it will be in backup mode. Device might need to be explanted. Device remains implanted. On 11/8/2016 - we were informed by the representative that rf telemetry was turned off on the programmer and the device interrogated right away. The device check showed good numbers and everything looked normal.